Event description:
On (B)(6) 2014 a pt underwent telescope implantation for end-stage macular degeneration. At the day one postoperative exam, there were no signs of infection. Again at the one-week postoperative visit there was no sign of infection. The pt was diagnosed with an eye infection on (B)(6) 2014. The pt was seen by the surgeon on (B)(6) 2014, and an evisceration of the eye was performed on (B)(6) 2014. A culture was taken to identify the cause of the infection and it has been identified as (B)(6). The source of this infection has not been identified.